Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was instructed to stop warfarin for a colonoscopy scheduled for (B)(6) 2015. On an unspecified later date, during a subsequent cardiac catheterization lab visit, the patient's lactate dehydrogenase level was 1126 u/l. The patient was admitted for hemolysis and suspected pump thrombus. The patient was treated with IV heparin and IV eptifibatide. The physician reported the patient had a presentation of hemolysis with normal pump parameters, ramp echocardiogram, and no heart failure symptoms. The patient received a heart transplant on (B)(6) 2015. An (B)(6) report was also received that stated: date of event: (B)(6) 2015 elevated ldh. No evident pump dysfunction currently but high level of concern given abrupt change over last 24 hours. Thrombus event signs or symptoms: hemolysis. Thrombus event intravenous anticoagulation: yes. Thrombus event confirmed: no. Ae device malfunction: no. Event outcome: urgent transplant. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
Approximate age of device - 4 months. The attached user facility medwatch report was received from the (B)(6) . The user facility number was not provided. The (B)(6) identifier is (B)(6). Device evaluation: the evaluation of the returned device confirmed the report of hemolysis and suspected pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing cup. The thrombus appeared denatured and appeared to have formed in laminated layers, indicating that it likely developed on the inlet bearings over an undetermined amount of time while the pump was operating. Additionally, a white, tissue-like deposition was present in the proximal side of the outlet stator adjacent to the outlet bearing ball. The deposition lacked denaturing, lacked lamination, and did not appear to have originated in this location; however its specific origin and a duration in which it was present in the pump cannot be conclusively determined. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. The instructions for use lists hemolysis and thrombus as potential adverse events associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.